Manufacturer narrative:
The associated device has not yet been returned to microline. A full investigation will be conducted once the device is received.

Event description:
Damage occurred during procedure when grasping a robotic sponge (cigar) approx.4mm in thickness. Unable to determine if a micro piece of metal is lost in patient.

Manufacturer narrative:
Despite multiple requests made, the specific device associated with this complaint was not returned to msi for evaluation within 30 days. As a result, a confirmed defect calculation could not be completed. Although the device was not returned, a CAPA investigation (car-0161) remains ongoing to identify potential root causes.

Event description:
Damage occurred during procedure when grasping a robotic sponge (cigar) approx.4mm in thickness. Unable to determine if a micro piece of metal is lost in patient.

Manufacturer narrative:
Despite requests made to the manufacturer, the specific device associated with the complaint was not returned to msi for investigation within 30+ days.

Event description:
Damage occurred during procedure when grasping a robotic sponge (cigar) approx. 4mm in thickness. Unable to determine if a micro piece of metal is lost in patient.